Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has a defective touchscreen. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was poor screen contact. The screen will need to be calibrated. The pse calibrated the screen to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The device was being set up for use with no medical intervention provided to the patient nor a delay was noted.